Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported ¿no image,¿ was caused by a malfunctioning patient board set (ap. Dr). This caused a 1-hour procedural delay to solve the issue. However, the root cause could not be determined. This supplemental report includes a correction to d9 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image, or the image was completely dark noted on the evis exera iii video system center and evis exera iii xenon light source at the beginning of an upper gastrointestinal endoscopy. Initially, the customer was not sure which of the two devices had an issue. The customer indicated that the patient was administered with anesthesia (deep sedation) and the procedure was about to be started when the video system center failed, and the image was no longer seen on the monitor. The administration of anesthesia was stopped, and the patient was actively monitored while staff troubleshoot the two devices. The patient remained asleep the entire time. An olympus representative came on-site to help troubleshoot and it was confirmed that there was no issue with the light source. The video processor was not functioning, which resulted to a procedure room being shut down until a loaner unit became available. The patient was moved into another procedure room and the procedure was performed within an hour of the original procedure start time after delays in waiting for a procedure room to open. The procedure was completed with a different video system processor. The patient did not experience any adverse events or issues from the prolonged sedation on the day of procedure nor were there any issues reported post-operatively. The medwatch under related patient identifier (B)(6) captures the evis exera iii xenon light source.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the allegation was confirmed. The patient board set was faulty causing no image with 180 scopes. The programmable input processor (pip) connector was also corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00315.